Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024, it was reported that the infusion set fell off during use for one day, which caused the patient blood glucose levels to 220 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08227 - device 1 of 4.